Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the critical block and inverse critical block did not add to zero. The customer's blood glucose level was unknown at the time of incident. The customer stated that they were able to complete pump rewind and were able to successfully clear the alarm. The customer stated that the insulin pump failed the self test. The insulin pump will not be returned for analysis.